Event description:
A verathon territory manager reported while a facility used a bflex 2 regular 5.0 single-use bronchoscope, the white coating toward the bronchoscope tip was flaking off into the patient's airway during the procedure. Another bflex 2 regular 5.0 single-use bronchoscope was used to complete the procedure. The flaking pieces were retrieved from the airway and no harm to the patient was reported.

Manufacturer narrative:
The customer's bflex 2 regular 5.0 single-use bronchoscope was unable to be returned to verathon for evaluation, therefore the cause could not be determined. Upon following up with the verathon territory manager who supports the facility, it was reported that the bflex bronchoscope was believed to have been stored in a supply room on the top shelf of a rack right beside a window. The bflex 2 single-use bronchoscope operations & maintenance manual contains a caution stating, "do not store endoscope pouches in direct sunlight or expose them to ultraviolet (uv) light. Such exposure can weaken the materials in the endoscope or its pouch." The duration of how long the bflex bronchoscope was stored on the top rack next to a window is unknown. Photos were provided showing visible flaking at the distal end of the bronchoscope, consistent with the reported complaint and visually consistent with sunlight/uv-related material degradation, though this could not be confirmed as the device was not returned to verathon for evaluation. Verathon followed up with the facility and restated the importance of not storing the pouches in direct sunlight. Review of complaint history for the reported lot number "ks250203" did not identify any previous complaints reported to verathon. The facility also reported that this was the only bflex 2 single-use bronchoscope affected and indicated no other issues since this event. Trending analysis for bflex 2 single-use bronchoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.